Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018, due to high blood glucose of over 600 mg/dl. Name of hospital was (B)(6) hospital. Blood glucose at the time of the call was 178 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea. The customer used manual injections and was given intravenous insulin treatment. The customer was wearing the insulin pump at the time of incident. Based on customer report customer does not allege that the pump was under delivering. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.